Event description:
A social media post from the patient was received stating that the patient has had 3 vns devices put in. It was noted that they put the "wrong" vns, and she experienced bad symptoms and went back to the hospital on (B)(6) 2020 for 2 weeks and noted that they didn't know what was wrong. The patient noted the device had a recall in may 2020 and was not charged. The patient underwent surgery on (B)(6) 2020 and surgery went well but symptoms are still bad, including the ringing in left ear, shock waves in brain and now the patient is deaf in her left ear. No additional relevant information has been received to date.

Event description:
The patient reported that after her vns surgery, her left ear was ringing and she had "severe migraine shock waves" in her brain that she had never had before. She noted that she was sent home from the hospital, but after almost a week it was getting worse so she went back to the hospital. She noted that they found out after being there for 2 weeks that the device was defective and recalled. She noted that in the hospital and out, she is having memory problems, not walking properly, and having shock waves in her head. The patient's nurse reported that she does not think the vns is causing the patient's issues as the patient's settings are so low. The patient requested a MRI to figure out what was wrong. Per the physician the MRI was unremarkable, and the events are not believed to be related to vns. Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for 25 hours. The programmed output current showed no signs of variation, and diagnostic values were as expected for the programmed settings. The generator completed a final electrical test. There were no adverse functional, mechanical, or visual issues identified with the returned generator. The generator passed a screening test confirming it was not affected by a recent recall. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected data, initial report: the following information was inadvertently left out: the patient reported that after her vns surgery, her left ear was ringing and she had "severe migraine shock waves" in her brain that she had never had before. She noted that she was sent home from the hospital, but after almost a week it was getting worse so she went back to the hospital. She noted that they found out after being there for 2 weeks that the device was defective and recalled. She noted that in the hospital and out, she is having memory problems, not walking properly, and having shock waves in her head. F10. Corrected data, initial report: codes 2103 & 1880 were inadvertently left out.

Event description:
The explanted generator was returned and received for product analysis. Product analysis has not been completed to date.

Event description:
The patient was hospitalized due to ear pain which she believed was due to the vns. The physician did not think the pain was related to vns but he reduced the vns settings. The patient then had the generator replaced due to pain in the left side of the face and ear. No other relevant information has been received to date.